Event description:
A bipap a40 device was returned to the manufacturer for preventative maintenance service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, two ventilator inoperative error codes were found in the device's error log. The service technician states that the main printed circuit assembly (pca) board was replaced to resolve the issue. Additionally, a loss of power alarm sounded and the main pca board replaced resolved the alarm. The blower and outlet flow path were replaced for maintenance. Overall checks, cleaning, and functional testing were performed.